Event description:
It was reported that the patient¿s pump overdosed her. The patient was admitted to the hospital on (B)(6) 2014 and the pump was removed on (B)(6) 2014. The patient was still hospitalized at the time of this report. The reporter believed that the pump medication at the time of the event was morphine. At the time of this report, the patient¿s new pump contained saline and the patient¿s case manager was looking for a doctor to fill the patient¿s pump with morphine. Specific patient symptoms, cause of the event, treatment/interventions, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), explanted: (B)(6) 2014, product type: catheter. (B)(4).